Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. Prior to the on-site evaluation, the biomedical technician replaced the power plug assembly. The res found the emergency outlet to be intact. Furthermore, the res visually confirmed that the after-market plug was charred and melted. Upon further inspection, the res found the black wire was disconnected and melted to the ground wire. The res concluded that the after-market plug/strain relief was not properly installed. The unit is ready to be returned to service as there has been no recurrence of the event since the repair activities were performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res performed a visual examination which found the plug assembly to be charred and melted. Therefore, the complaint has been deemed confirmed.

Event description:
A biomedical technician at the user facility reported that an electrical fire occurred at the hospital which resulted in damage to a 2008k2 hemodialysis (hd) machine. The incident occurred while the machine was being prepped for patient use by a nurse. Although the nurse and patient were present when the fire occurred, the patient was not connected to the machine at the time of the incident. No harm to any patients, staff, or any other individuals occurred as a result of this event. Reportedly, while setting up the unit, the nurse noticed sparks coming from the back of the machine. Upon closer examination, flames were visible and smoke was present. The nurse was able to extinguish the flames prior to any smoke or fire alarms being activated at the facility. The biomed indicated that preventive maintenance (pm) was last performed on (B)(6) 2016. The biomed further revealed that the damage was limited to the plug assembly and the cord. The biomed replaced the plug assembly which resolved the issue. Additionally, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res found the emergency outlet to be intact. Furthermore, the res visually confirmed that the after-market plug was charred and melted. Upon further inspection, the res found the black wire was disconnected and melted to the ground wire. The res concluded that the after-market plug/strain relief was not properly installed. The unit is ready to be returned to service as there has been no recurrence of the event since the repair activities were performed. No parts are available to be returned to the manufacturer for evaluation.